Manufacturer narrative:
The hi/low ball screw brake assembly was cleaned and the bed is working correctly.

Event description:
Account alleged that the bed would slowly drift down when raised. No injuries were reported.